Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed due to a (B)(6) infection. The infection was cleared and the patient received a new implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received that the patient received perioperative antibiotics. The date of infection, signs and symptoms of infection, and primary location of infection were listed as "n/a."

Manufacturer narrative:
Product ID 3889-33, lot# v828949, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).